Manufacturer narrative:
Additional information was received that the date of event was actually (B)(6) 2015. The initial results were reported outside the laboratory. Based on the lab results, the patient was sent to the internist to clear up the unclear results. The patient had to start taking a suboptimal dose of thyrax. The patient was not adversely affected. The units of measure were: ft4: pmol/l. Ft3: pmol/l tsh: miu/l .

Manufacturer narrative:
A specific root cause could not be identified. Two samples from the patient were tested as part of the investigation and the customer's results were confirmed. The values, measured by the customer with the roche and beckman assays are above the normal reference ranges of the assays. The mathematical differences most likely relate to the overall setups of the assays, the antibodies used and, differences in reference materials or methods and the standardization methodology used.

Manufacturer narrative:
Additional information was received that the analyzer serial number was actually (B)(4). On (B)(6) 2015, the same patient was redrawn and tested. The ft4 result was 29.4 pmol/l and tsh 10.58 miu/l. The service engineer checked the analyzer and reported that the system was technically okay and that all preventive maintenance was performed. After the service engineer visit, the same sample was measured again with an ft4 result of 28.98 pmol/l. The a-tpo result for the patient was >600 and the physician believed there may be a connection with the observed discrepancy in the ft4 test for this patient.

Event description:
The customer received questionable thyroid result for one patient sample. Of the data provided only the thyrotropin (tsh) and free thyroxine (ft4) results were discrepant. (B)(4). The initial results from a cobas e601 analyzer (serial number (B)(4)) were: tsh: 8.39 ft4: 24 ft3: 3.7 no units of measure were provided. The sample was sent to another laboratory and tested on a beckman analyzer. The results were: tsh: 6.0 ft4: 13 ft3: 3.9 no units of measure were provided. Information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).